Event description:
Related manufacturer reference number: 2017865-2022-04584. During a clinic follow-up, episodes of far-field r wave oversensing and p wave amplitude variation were observed. It is unknown if these episodes were due to the device or the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that additional episodes of p wave amplitude variation and oversensing were observed. It is still unknown if these episodes are due to the device or the right atrial (ra) lead. Additionally, episodes of automatic mode switch were observed on the ra lead. Further intervention has not been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.